Event description:
It was reported by the customer that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. To address the issue, the customer changed the infusion set and cartridge before resuming insulin.